Event description:
Info received indicates the beds head hi/low up function did not function.

Manufacturer narrative:
The hill-rom tech indicated the beds head hi/low up function did not function and did not have an associated alarm. The tech found the solenoid valve for the head hi/low was not functioning. The solenoid valve was replaced to repair the bed.